Event description:
It was reported that this right ventricular (rv) lead showed and increase in pacing threshold. The lead has been surgically abandoned and a new rv lead implanted. No additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).